Event description:
It was reported the clinician performed a reintervention on a pt that was implanted approximately 8 months ago with a aaa device. According to the field sales associate present at the original procedure and the reintervention procedure, the pt had challenging anatomy. Due to a persistent type 1 endoleak, the clinician reintervented inserting a polmaz stent stopping the endoleak. The clinician is not making an allegation of product deficiency or complaining.